Event description:
It was reported that during a peripheral stenting treatment procedure, the stent partially deployed. The target lesion was located in the iliac artery. During introduction of a 8.0x40x75cm express-vascular ld stent delivery system through a 6fr medikit introducer sheath there was a lot of friction encountered. It was not possible to advance the stent forward. The introducer sheath was removed and exchanged for a 7fr introducer sheath. The 8.0x40x75cm express-vascular ld stent was deployed, but did not fully expand. The 8.0x40x75cm express-vascular ld stent was not well positioned and well apposed the vessel wall. The physician inflated a balloon in the 8.0x40x75cm express-vascular ld stent to complete the procedure. No further patient complications were encountered. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the stent partially deployed but did not fully expand. Additional details received corrected that the stent was well placed and the issue was "a big friction" when entering the stent into the introducer.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned along with a 0.035inch guidewire and a 6 french introducer sheath. Visual and tactile examination of the device revealed no damage to the shaft of the device. The balloon was folded but not wrapped fully around the shaft. From the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped. The stent was not returned. The guidewire that was returned with the device was passed through the device, however a restriction was noted 2mm distal to the distal edge of the proximal markerband. Traces of dried blood was noted on the guidewire upon removal from the device. The device was immersed in warm water in an attempt to dissolve the blockage that may have contributed to the restriction that was noted. A second attempt was made to pass the 0.035inch guidewire through the device but this was unsuccessful. Negative pressure was applied to the balloon in attempt to rewrap the balloon, however this was not unsuccessful. As the balloon was not rewrapped fully it was not possible to insert the device through the returned 6 french introducer sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).